Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report the newly inserted sensor did not work and that after removing it found that the cannula was short. The customer's blood glucose level was unknown. The customer's sensor was replaced, however nothing was returned for analysis.